Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery spatula instrument is used as usual. When washing at the end, the hard plastic around the wires is cracked. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that the part made of hard/yellowish/see-through plastic that was broken on the tip. It was not visually detached from the wires when it broke. Intuitive surgical provided an image of a damaged conductor wire and the customer noted that the black insulation on the wire was also broken, but reporter did not see that when looking at it. Therefore the reporter could not confirm at what time in the process that happened.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery spatula instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece is still attached to the instrument. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional observations not reported by site: the instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.50 mm - 3.20mm in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis.